Event description:
It was reported that while checking a patient with a "new implant," the patient experienced a burning sensation when the programmer rf (radio-frequency) head was on, so it was removed. While waiting for the physician, after initial interrogation with the programmer rf head off the patient, and some programming changes, the programmer screen appeared to turn a purple color. The programmer was turned off, rebooted, and experienced the same issue. No further patient complications were reported as a result of this event. It was further reported that running the service disk and rebooting were later attempted, but were still unsuccessful, with the programmer showing a blank, white/beige screen. The programmer and rf head were returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer booted up to a blank, white screen. Corrosion was present on the printed circuit board (pcb) connections, which could cause the reported display problems. After replacing the display screen, the programmer booted up to an error message, so the hard drive was reimaged and reconfigured, and the software was reloaded. The system fan was also noted to be noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer booted up to a blank, white screen. Corrosion was present on the printed circuit board (pcb) connections, which could cause the reported display problems. After replacing the display screen, the programmer booted up to an error message, so the hard drive was reimaged and reconfigured, and the software was reloaded. The system fan was also noted to be noisy. (B)(4) no anomalies found.